Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system center image displays on the monitor for a second and then go black. The issue was found during a therapeutic procedure. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The technical assistance center advised the customer to move the serial digital interface cable to comp out in the video system center and video in in the monitor and set the monitor input to video and see if the image was still displayed. The investigation is ongoing and additional information in pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.